Event description:
It was reported that two (2) pt incidents occurred with the electrosurgical unit (esu/generator). The first incident involved a (B)(6) female weighing (B)(6) undergoing a supracervical hysterectomy and the second a (B)(6) female weighing (B)(6) having a laparoscopy for removal of cyst and myoma. Upon the intervention work on both pts a delayed perforation/necrosis of the sigmoid colon and rectum occurred respectively. The physician reported that both pts had enlarged uteruses and the electrode could have contacted the bowel wall. Nevertheless, secondary surgeries were required on both pts to address their perforation and create an artificial anus. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested just one month prior to the reported event. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specs for the device. In conclusion, no equipment problem was determined to have caused or contributed to the event. Most likely there were many factors involved with the incidents. However, the condition of the pts may have had a significant impact on the events. This is, the active electrode in both cases may have inadvertently came into contact with the bowel due to intervention work being performed in enlarged uteruses (note: faulty insulation of an active electrode in which heat was unintentionally transferred to the bowel also could have led to the delayed perforation/necrosis). In summary, no definitive determination could be made as to the cause of the events. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.